Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the health care provider could not completely insert the guidewire so another lead was used for the patient's procedure. The patient was stable.

Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect; the correct serial number is(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.